Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
It was reported that the pump was beeping air-in-line. When the rn attempted to get the air bubbles out, a leak was observed at the upper fitment. Although requested, additional information was not provided.

Event description:
It was reported that the pump was beeping air-in-line. When the rn attempted to get the air bubbles out, a leak was observed at the upper fitment. Although requested, additional information was not provided.

Manufacturer narrative:
The customer report of set leaking at pump segment was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small tear in the silicone segment directly below the upper fitment component. Functional and pressure testing confirmed leaking from the silicone segment directly below the upper fitment component. However, functional testing did not confirm air in line. The observed leak was due to a tear on the silicone segment component. The root cause of the tear was not identified. Device history record could not be performed on model 2432-0007 because the lot # for the suspect set was not provided.

Manufacturer narrative:
Correction on initial report: g.4 (02/21/2020).

Event description:
It was reported that the pump was beeping air-in-line. When the rn attempted to get the air bubbles out, a leak was observed at the upper fitment. Although requested, additional information was not provided.